Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was implanted yesterday and MRI lead was placed as well. Later yesterday, after anesthesia wore off, the patient noticed pressure in the rectum that was bothering her, which worsened when patient laid down for bed. The patient also wasn't urinating. The patient is on program 1 at 1.7 and decreased to 1.0 reporting stim is comfortable. The patient will monitor symptoms and stim sensation.